Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. In addition, patient was experiencing any pause or symptoms. The lead was repositioned and remains in service. No additional adverse patient effects were reported.